Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The cause of this episode was undetermined. The patient had a ddd device, however, the device was showing atrial tachycardia response only for the accelerometer. Upon interrogation, the device was pacing in the atrium and ventricle at 80ppm due to sudden bradycardia response. Programming adjustments were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New information received indicates this device was explanted and return for analysis eight years later.